Event description:
The light bulb in this light failed either during or before the procedure began. A doctor at the facility went to replace the bulb, but instead of removing the handle base screws as specified in the lamp replacement procedure, he removed the springs that hold the heat filter in place and removed the filter. The bulb was replaced, but the filter was not replaced. The light was then used on the pt, without the heat filter in place. During the breast augmentation surgery, the pt sustained bilateral third degree burns to their breasts.